Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to molding defect was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect with the incident lot was observed. Evaluation of the customer samples was conducted and molding defect was observed. Additionally, evaluation/testing of the retain samples was conducted and molding defect was not observed. Root cause description: the most likely root cause of this type of defect is insufficient rubber injected into the mould, leading to an incompletely formed final stopper. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the rubber stoppers in the bd vacutainer® sst¿ ii advance plus blood collection tubes had deteriorated. No serious injury or medical intervention was reported.

Event description:
It was reported that the rubber stoppers in the bd vacutainer® sst¿ ii advance plus blood collection tubes had deteriorated. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.